Manufacturer narrative:
After replacing therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the replaced part at the product assessment center (pac) and was not able to duplicate the reported event. The cause of the reported issue was isolated to the therapy pcb assembly, however further root cause could not be determined.

Event description:
The customer contacted physio-control for preventive maintenance of their device. During evaluation physio-control observed that an event code was logged in the device's memory that is indicative of a potential failure of the device to deliver energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control for preventive maintenance of their device. During evaluation physio-control observed that an event code was logged in the device's memory that is indicative of a potential failure of the device to deliver energy. As a result, defibrillation therapy may not be available, if it was needed. There was no patient use associated with the reported event.